Event description:
A caller contacted technical support to report an issue with the incorrect time display on their pump. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels outside the normal range. Technical support assisted the caller in updating the pump time, advised monitoring the issue, and recommended follow-up if the time discrepancy occurred again. The caller understood and acknowledged the advice.